Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, reporting that the pump was experiencing an intermittent power issue. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data showed no evidence of power issues; however, multiple 052 call service alarms were observed on the reported event date. A visual inspection of the pump showed the battery compartment was cracked. The returned battery cap secured properly to the pump and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the display screen was dim and discolored.